Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via email of low blood glucose and hospitalization. The customer stated that he had low blood glucose at work and passed out. The customer stated that he hit his head and ruptured his left eardrum and had a small skull fracture.